Manufacturer narrative:
On 1/8/2020, additional information indicated that the implant was not deflated and had issue with capsular contracture baker grade iii. Patient underwent bilateral removal and replacement as follow left replaced with cat#: 3507001bc, sn#:(B)(6), and right replaced with cat#: 3507001bc, and sn#:(B)(6) on 12/19/2019. Upon removal it was evident that the implant was not deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Urned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms,. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: right-mentor smooth round moderate plus profile 550cc saline breast implant, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 550cc saline breast implants which the left side deflated after implantation. The issue was diagnosed during the physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.